Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 146, 167 and 185 mg/dl. The customer's expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is about 4 months ago (july 2016). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 146 167 185 171 151mg/dl. Customer is calling concerned that her meter is giving high results. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between: 100-110mg/dl fasting. Customer is storing strips correctly in her bedroom. Customer states that strips were first opened in july which was 4 months ago. Customer cannot establish when exactly. I explained that when opened, strips are good up until 4 months.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 146, 167 and 185 mg/dl. The customer's expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is about 4 months ago ((B)(6) 2016). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 146 167 185 171 151 mg/dl. Customer is calling concerned that her meter is giving high results. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between: 100-110 mg/dl fasting. Customer is storing strips correctly in her bedroom. Customer states that strips were first opened in (B)(6) which was 4 months ago. Customer cannot establish when exactly. I explained that when opened, strips are good up until 4 months.